Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient was shocked three times successfully and on the fourth shock, arcing and sparks came from the pad. It was noted that the pad was possibly coming off/not adhering well on that fourth shock. She did sustain a small area of redness to her skin and when checking on her at the transfer facility, it was noted to still be just red with no blistering or anything more severe. The patient had no chest hair and was not diaphoretic. There was no additional medical intervention required.